Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. No low battery alerts noted during testing. The insulin pump passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with stripped battery cap coin slot, cracked belt clip slot and minor scratches on lcd window.

Event description:
The customer reported via phone call that they were unable to remove the battery cap. The customer reported that the battery cap melted into the insulin pump. The customer's blood glucose was 170 mg/dl at the time of incident. The customer stated that they were unable to remove the battery cap at the end of call. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.